Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during the implant procedure high out of range pacing impedances were noted on this right ventricular lead. This lead was not implanted and will be returned for analysis. No adverse patient effects were reported.